Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during training by facility staff, the device recognized the attached adult electrode pads as pediatric electrode pads and was unable to analyze. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report of "analyze not functioning" was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance testing, and defibrillation cycle testing without duplicating the report. An internal inspection found no discrepancies. The customer's report of "device recognized adult pads as pediatric pads" was observed during initial testing. However, the report could not be duplicated. The analog board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.